Event description:
It was reported that the patient underwent a pump exchange on (B)(6) 2019 due to continued issues with short to shield after the percutaneous lead replacement.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: evaluation of heartmate ii lvas, serial number (B)(4), confirmed internal driveline wire damage that would have contributed to the reported event. The driveline was cut approximately 7.5 inches from the pump housing, a middle segment measuring approximately 13 inches was returned, and a distal segment of approximately 21 inches was also returned. A driveline repair was previously performed and approximately 17.5 inches of the replaced portion of driveline was also returned. All parts of the sealed inflow conduit (the inlet tube, inflow conduit flex section, and inlet elbow) were not returned. The sealed outflow graft and the outflow graft bend relief were not returned. The outlet elbow was returned attached to the pump. The replaced segment of the driveline was visually inspected and underwent continuity and hipot testing. These tests did not identify any breaches to the wires that would have resulted in the reported event. The proximal segment, middle segment, and distal segment of the driveline that were returned with the pump were tested for electrical continuity in the condition that they were received and did not reveal any discontinuities or shorts. The silicone sleeve, clear bionate layer, and metal braided shield were carefully removed in order to evaluate the underlying wires. Visual examination of the middle portion of the driveline revealed a breach to the insulation of the yellow wire approximately 8.25 from the pump housing. The observed wire damage appeared to be the result of abrasion from the metal shield as a result of repetitive flexing of the driveline in this location. The proximal segment, remaining portion of the yellow wire and the remaining wires from the middle segment, as well as the distal segment of the driveline were then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation. This test did not reveal any additional areas of current leakage. The pump stoppages which were confirmed through analysis of the submitted log files could have resulted from a short to shield if the exposed conductor from the yellow wire made contact with the braided shield while the patient was operating on the power module while on a grounded patient cable. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The approximate age of the device is 1 year and 9 months. Only the replaced portion of the percutaneous lead was returned for evaluation. The pump remains in use. The patient remains ongoing on the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2017. It was reported that the patient had a short to shield condition. About 6 low flow alarms were reported, all while the patient was connected to the power module. A previous distal end percutaneous lead replacement had been performed on (B)(6) 2019. Technical services reviewed the log files and confirmed that a short to shield condition was the cause of the low flow alarms and pump stops. A second distal end percutaneous lead replacement was performed on (B)(6) 2019, but examination of the replaced portion did not reveal any issues that could have contributed to the low flows or pump stops.